Manufacturer narrative:
This event was previously reported via 3005248192-2021-00495; intitially as lot unknown. During the course of investigation, two device lot numbers were identified as being used at the customer site. Report 3005248192-2021-00495 has been updated to reflect lot 523373 and this report was created to reflect lot 523309. Investigation into this complaint included a device history record / batch record review, CAPA / non-conformance review and a complaint history review. Investigation is summarized as follows: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 523309 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 523309 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and associated lot numbers. The CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for the reported lot. A lot specific complaint review was performed to identify similar complaints to the ticket being investigated. A product deficiency was not identified as a result of this review. Based on the overall results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 523309 was not identified.

Event description:
Customer reported 2 false positive results on the alinity m sars cov-2 assay. The samples were initially tested on an alinity m instrument and generated positive results. The samples were retested and generated not detected results. One patient had to self quarantine and the other had no report of impact to patient management.